Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filled.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: short battery life observed in the black box. The battery was not returned with the pump for investigation. The battery compartment and cap were intact with no physical damage or evidence of moisture ingress observed. Pump powered on normally and was exercised for 3 hours, no overheating or alarms were duplicated. High current draws were measured during testing. The pump cover was removed to inspect for internal moisture ingress, none was found. The power flex, battery connections and internal components were tested for intermitting conditions, no defects were found. An electrical component was found to have failed causing increased current draw.

Event description:
The patient's mother contacted animas alleging a battery in the subject pump was warm to touch when removed. The reporter claimed that the patient had received several low and replace battery alarms since the evening prior to contacting animas. The reporter confirmed using an alkaline battery in the pump, and denied seeing any corrosion. , the reporter could not remember last battery change prior to when replace battery alarm occurred. The patient's mother confirmed no injury was sustained as a result of touching/handling warm battery.